Event description:
It was reported that the patients ipg was too superficial causing irritation. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned per hospital policy.